Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2007, product type: lead. Analysis of the implantable neurostimulator found no significant anomaly of the device. Analysis of the lead with unknown serial number found that there was a short between the #0 and #1 circuits. There was a conductor crossover underneath the #0 connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other pain indications - other. It was reported that the patient saw a call your doctor message when charging the implant on the implantable neurostimulator recharger and noted he had to keep the recharger plugged into the wall to charge the implant or the screen would come on. This had been occurring for about a year prior to the report, starting in 2015. The patient stated he was charging too frequently starting about a year prior to the report, in 2015. The patient reported that he always had eight coupling bars and it took a really long time to charge from ¾ to full. The patient noted that a year prior to the report it didn't take as long as it did at the time of the report. It was noted that the patient was told he would need to make arrangements to have the device replaced in (B)(6) 2016 since it would be due to be replaced. No patient symptoms or complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).